Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at the tubing of the transfer set when the catheter connector end was closed. The issue was noted in the continuous ambulatory peritoneal dialysis room of the hospital, but process step and patient involvement could not be specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with the naked eye and revealed broken occluder feet. Leak testing, clear passage testing and clamp function testing were performed. Leak and clamp function testing failed due to the broken occluder feet. The reported issue was verified. The cause of the leak was determined to be the broken occluder feet. The cause of the broken occluder feet could not be determined. Should additional relevant information become available, a supplemental report will be submitted